Event description:
It was reported that the patient's right atrial lead dislodged within the first 24 hours post implant producing oversensing and a slight increase in impedance. The lead was repositioned and is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.